Event description:
It was reported that continuous glucose monitor (cgm) blood glucose (bg) reading was displaying as "low" and the meter bg reading was 261 mg/dl due to a non-tandem sensor issue. After calibration, customer reported the cgm reading was still indicating a lowered bg value and customer consumed carbohydrates to address the low bg. As a result of the inaccurate values and consumption of carbohydrates, customer experienced a "high" bg value and went to the emergency room (ER). Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. Additional details and nature of ER visit were not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.